Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The database was reviewed and cleaned up, and old information was deleted. The system was tested and operates as intended.

Event description:
The customer reported that the entrak 2500 system's database crashed. No patient injury was reported.